Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The insulin pump also alarmed motor error. The customer was able to rewind the insulin pump. The displacement and manual prime were successful and motor error alarm did not recur. He went to the emergency room for a high blood glucose level. Customer's blood glucose level was over 400 mg/dl. The customer's blood glucose level was treated with shots in drip saline. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.